Event description:
Complainant alleged that the clinicians were treating a pt (age unk) who had coded. The nurse indicated that out of necessity, "the paddle cords did have to be stretched to their limits" as they began the defibrillation process. The clinician charged the device to 200 joules. The device indicators showed that the device had fully charged, but when they depressed the paddle discharge buttons, the device failed to discharge. The clinician then repositioned the paddles on the pt, and saw that the device was still fully charged to 200 joules, and when the discharge buttons were depressed the device successfully discharged. The clinician then attempted to deliver a 300 joule shock to the pt and confirmed that the device was fully charged, but again when the paddle discharge buttons were depressed the device failed to discharge. The clinician's second attempt to deliver the 300 joule shock was successful. The nurse indicated that when this shock was delivered to the pt, an arc between both paddles was observed. Nurse also indicated that the pt was very small with a small chest and that the paddles were located only five (5) to six (6) inches apart during defibrillation. The complainant indicated that there was no adverse effects to the pt as a result of the reported malfunction.